Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. The device history records for all combinations of devices (sk12 and/or sd12) intended to be implanted were reviewed (1405-1012, 1405-1014, 1405-4005 and 1508-4001) and no issues were identified during the manufacture and release of the device that could have contributed to the problem reported. It was reported that all hardware was removed in a revision surgery on (B)(6) 2018 due to pain and swelling from non-union. Although the device was not returned for evaluation, no deficiencies or failures have been alleged/found with the device. A number of factors could have contributed to the hardware removal, however based on the available information the most likely cause is non-union. The device is intended for fusion/stabilization and non-union is a known potential adverse event identified in the instructions for use provided with the sterile kit. The company will supplement this MDR as necessary and appropriate.

Event description:
After an original bunion surgery was completed on (B)(6) 2017, all hardware was removed in a revision surgery on (B)(6) 2018 due to pain and swelling from non-union. No failure was alleged with any of the hardware and there was no other report of any patient impact or injury as a result of this event.